Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated at the service center. The reported complaint that the device doesn't turn was confirmed. It was found that there was a short circuit in the motor cable and that the handpiece was causing the pump to shut off during operation. The motor cable was replaced and the device was cleaned, tested and found to be fully functional. Given the information provided we cannot discern a definitive root cause for the short circuit. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/22/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that during an unknown procedure the motor of the micro tornado hp w handcontrol was jammed and it doesn¿t turned. The procedure was completed using a replacement. No patient consequence and no surgical delay was reported. No additional information was provided.